Event description:
It was reported that the left ventricular lead exhibited a capture threshold of 5.25 v at 1.5 ms.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.